Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment difficulty and resistance with the thumbslide were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified right superficial femoral artery. A 6x150mm supera self-expanding stent system (sess) was advanced; however, there was difficulty deploying the stent and manipulating the thumbslide. The stent was fully deployed and implanted in the intended site. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.